Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26074. It was reported the pt was not receiving effective stimulation due to lead migration. The pt underwent revision surgery where 2 leads were replaced with new ones. Postoperatively the pt had excellent coverage. Issue is not resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.